Manufacturer narrative:
Boston scientific received information that the field clinical representative was not present during the patient's in-clinic device check. The patient was prescribed medication to help control heart rate and prevent the morphology changes that led to inappropriate shock therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this s-ICD device and electrode system was exhibiting t-wave aberrancy on (B)(6)2016. The patient was walking and received inappropriate shock therapy. The device's sense vector had been programmed to primary 1x gain associated with therapy zones at 200 bpm/250 bpm. Boston scientific received information from the field clinical representative (fcr) that the device's sense vector was reprogrammed to secondary and the patient will be scheduled for exercise testing. Boston scientific received information from the local representative that the patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The electrode was successfully repositioned. Boston scientific received information that this field clinical representative contacted boston scientific's technical services in early-(B)(4) 2017. The field clinical representative had received a call from the clinic that this patient had an inappropriate shock due to t-wave oversensing. The patient was sitting on a couch holding an infant at the time of shock delivery. The patient's history is significant for t-wave oversensing and electrode reposition. A stress test had been performed and the sense vector was programmed to alternate. Stored data was reviewed which identified an inappropriate shock at an elevated rate of 150 bpm with possible p-wave oversensing. The reviewer could not rule-out the possibility of an atrial arrhythmia. There was also some r-wave reduction present in the episode that could be postural driven. The field clinical representative will try to have the patient perform isometrics, especially while leaning forward. Additionally, observations will be made to determine if the device position is stable or if the device migrates to an anterior position. The patient was scheduled for an in-clinic follow-up the following day.